Event description:
When getting intravenous (IV) equipment ready noticed that the bd smartsite extension set smallbore tubing needle-free valve was cracked where the flush/medication should connect. Did not use device and instead used a different extension set.